Manufacturer narrative:
Product complaint #(B)(4). Date sent to the FDA: 7/21/2025. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information: h6. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified.

Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 5/28/2025. H6 component code: g07002 - device not returned. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. The following information was requested, but unavailable: - what was the appearance of the needle during the removal? - was the needle piece(s) retrieved during the same procedure? - were x-rays taken to locate the needle piece(s)? - what measures were implemented to retrieve the broken piece? - was there any additional tissue damage resulting from the search for the needle piece? --received information as following from sales rep via phone today. Please refer to the event description, other information requested is unknown. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that a patient underwent a transabdominal total hysterectomy+bilateral adnexectomy+pelvic lymph node dissection+para aortic lymph node dissection surgery on (B)(6) 2025 and suture was used. The patient underwent the surgery due to "endometrial cancer". On the 10th day after surgery, the patient experienced fat liquefaction in the incision, and the incision dressing was changed every day. On the 26th day after surgery, the abdominal longitudinal incision (about 15 cm long) was debrided and intermittently sutured with suture. During the suturing process, the suture needle broke. After the suture needle was completely removed, changed another one to suture the incision again. The process went smoothly. There were no patient consequences reported. Additional information was requested.